Event description:
It was reported that during the implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system, the initial implant position yielded adequate r-wave measurements on the extravascular (ev) lead. However, device was repositioned post the initial defibrillation threshold test (dft). Post reposition the r-waves decreased, possibly due to the lead being pulled upon the reposition. Repeated attempts to reposition through re-tunneling were made, but satisfactory r-waves could not be achieved. Per the physician, the air ingress was sufficiently affected and it was suspected adequate data could not be obtained. A final placement was completed near initial placement position and the implant was temporarily completed. Two days later, dft testing was completed again, and the r-wave had rose but the physician suspected some air remained. One week later, dfts were performed again, wave height continued to increase and air had completely disappeared. The patient was discharged the following day. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.